Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath was damaged. The issue was found during reprocessing for an unknown diagnostic procedure that was completed with no delay and the same equipment. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the ceramic tip was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic tip was damaged. The following non-reportable malfunctions were found during the device evaluation: the cap was missing and the sealing ring was damaged and missing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the ceramic tip was damaged. The cause for the reported issue cannot be definitely determined. It is likely to assume that the reported damage is most probably induced by thermo-mechanical fatigue. It cannot be determined whether there is advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage is triggered in the course of the procedure or during reprocessing. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance for this device.